Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that the customer has tried with many different reservoirs but the air bubbles persist. Customer declined troubleshooting and was advised that the reservoir would be replaced and to return the product for analysis.